Manufacturer narrative:
Additional information: age/date of birth: unknown. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the patient experienced unexpected postop refraction/not optimal vision post-implant of an intraocular lens (iol). The iol was explanted from the patient's left eye. The incision was not enlarged. The outcome does not significantly interfere with activities of daily life, and the patient has recovered. No further information was provided.

Manufacturer narrative:
Correction: in the initial medwatch# 9614546-2020-00440, section d4 reported zct300. It is updated to zct600. Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Correction: in the initial medwatch# 9614546-2020-00440, section d4 reported zct300. It is updated to zct600. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/06/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the product was subsequently returned to the manufacturing site for evaluation. The complaint lens was received stuck to the inside of an opened inner pouch. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and the lens cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, which can be attributed to receiving the lens stuck to paper side of the opened inner pouch it was received. Based on the return condition of the lens, no further product evaluation could be performed and no product deficiency could be identified. The reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.